Manufacturer narrative:
A3b) patient gender - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4) device serial number - not available from facility. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) per IFU, pericardial effusion is listed as a possible complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to fracture. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Utilizing multiple spectranetics devices (12f glidelight laser sheath, 14f glidelight laser sheath, 16f glidelight laser sheath, 11f tightrail sub-c rotating dilator sheath, and 13f tightrail sub-c rotating dilator sheath) the rv and ra leads were removed. Post-extraction, the initial transesophageal echocardiogram (tee) was negative for an effusion; however, several minutes later after a repeat tee, a small pericardial effusion was detected. Under continued monitoring, it was noted that the pericardial effusion had grown, and rescue efforts began, including pericardiocentesis. The patient survived the procedure. This report captures the 12f glidelight in use when a pericardial effusion occurred post-procedure, requiring intervention. There was no alleged malfunction of the glidelight device in use during the procedure.